Manufacturer narrative:
No further information was able to be obtained from this customer. However, product was returned for evaluation. The probe was manufactured on february 26, 2018. There were 1674 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. A probe was received and a visual assessment of the returned sample, showed signs of excess adhesive on the cannula-nitinol junction and the nitinol was bent. When the sample was inserted through a 25ga trocar it became stuck at the cannula-nitinol junction, replicating the reported event. The root cause of the reported event can be attributed to ineffective removal of excess adhesive and nonconforming nitinol. However, how or when the nitinol became nonconforming could not be determined. An internal investigation was opened for this issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the laser probe would not fit into the trocar cannula during a surgical procedure. The laser probe was exchanged to complete the surgery with no harm to the patient.